Manufacturer narrative:
The device was returned to resmed's technical service center in (B)(4) for evaluation. The evaluation determined that the device failure to complete its internal self-test was due to a faulty pneumatic block. The pneumatic block was replaced to resolve the issue. The device was cleaned, serviced, calibrated and tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device failed to pass its internal self-test. There was no patient injury reported as a result of this incident.